Event description:
The perfusion team detected helium leakage from the iabp balloon. This was noted during the pt's transfer from the operating room after the pt had a coronary artery bypass graft times four. Gas line and consol was replaced without correcting the problem. The physician then removed and replaced the iabp. No adverse outcomes to the pt. Perfusionist reported the helium leak was external to the pt in the sterile sleeve that is used to advance the catheter. Pt was on a 1:1 ratio and the balloon was 40cc's.